Event description:
As noted in medwatch 3500 form received: "newlife 8.4 liter oxygen concentrator started on fire in a patient's home. The patient was not harmed. The patient was not connected to the oxygen tubing at the time and was located in another room of his apartment. Patient was alerted and found the concentrator on fire. He responded by pouring water on the concentrator without any change noted. He then unplugged the unit and was able to get it outside and called 911. The electrical cord remains intact."

Manufacturer narrative:
Waiting the device to return to be evaluated. Follow up report will be submitted after the evaluation is completed.